Event description:
It was reported that during a percutaneous coronary intervention (pci) a balloon rupture occurred. The 75% stenosed lesion was located in the moderately tortuous and, severely calcified mid left anterior descending artery (lad). The maverick2 monorail ptca catheter 20x3.5 was advanced to the target lesion for pre dilation. The balloon was inflated to 12 atms and ruptured, and was removed without incident. The inflation time in seconds is unk. The procedure was completed with a different device. No pt complications or injuries were reported. The pt status is reported as "fine."

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).